Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a driveline infection. No additional information was provided.

Manufacturer narrative:
The device remains implanted supporting the patient. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the patient was hospitalized for 4 months, received antibiotic therapy, and an exit site debridement procedure was performed twice. The patient is cured of the infection and the exit site is in good condition; the patient was discharged home. Cultures from the patient's exit site are reportedly checked regularly to further the control the driveline infection in the patient. No further information was provided.

Manufacturer narrative:
Approximate age of device: 2 years and 3 months. The incident occurred at (B)(6) hospital, (B)(6). Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.